Event description:
The physician used a 7fjl5 guiding catheter to perform the procedure and injected contrast media for diagnoses. However, a negative pressure was met, and it was suspected that the lumen was obstructed by unknown material. The physician stopped injecting the contrast media and replaced the guiding catheter. The case then successfully completed and the pt was safe.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.